Manufacturer narrative:
Final device analysis results reveal - no anomaly found - normal device function.

Event description:
The intrathecal drug delivery pump was explanted and returned to the manufacturer due to infection after two weeks implant duration. No additional info on pt symptoms or outcome were reported. Follow up info has been requested but was not received on the date of this report.